Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, proximal circumflex. The patient presented experiencing an st myocardial infarction. The 3.5 x 38 mm xience alpine stent delivery system (sds) was advanced to the lesion; however, with some resistance felt. The lesion was located in a 90% angle in the artery; therefore, after reaching the artery and after a failed attempt to deploy the stent because of the angle of the artery, the decision was made to retract the sds and use a shorter stent. Resistance was felt during removal of the sds and after removal stent struts were observed to be flared. A 3.0 x 33 mm xience alpine was selected for use and was deployed successfully without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to deploy was unable to be confirmed. The reported physical resistance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.